Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study in the patients who received avg, primary and primary assisted patencies were similar between bca and eptfe.

Event description:
Received a study titled "bovine carotid artery biologic graft outperforms expanded polytetrafluoroethylene for hemodialysis access". The article was to compare outcomes between a bovine carotid artery (bca) biologic graft and expanded polytetrafluoroethylene (eptfe) grafts for hemodialysis access in a recent cohort of patients. Per the article adverse events occurred included occlusion, infection, steal syndrome and pseudoaneurysm.